Event description:
It was reported that this right atrial (ra) lead appeared to have loss of capture (loc). However, technical services (ts) explained the right atrial automatic threshold (raat) trend remains stable. Ts recommended further testing. The lead remains in service. No adverse patient effects were reported.